Manufacturer narrative:
Date of event: (B)(6) 2017.

Event description:
A report was received that the patient was experiencing pain and burning sensation at the pocket site. It was also mentioned that the patient was shocked twice even if the device was on or off. Database analysis (db) revealed no anomalies. The impedance measurement were observed to be within a normal range. The patient underwent a revision procedure wherein the ipg was repositioned. The patient was doing well postoperatively.